Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable troponin t (tnt) results for three patients. Patient 1 original result was 0.055 ng/ml and was reported outside the laboratory. The doctor questioned the results and the sample was repeated on the other cobas e601 analyzer and the result was <0.010 ng/ml with a data flag. There were no adverse effects to this patient due to the erroneous tnt result. Patient 2 was a female patient born on (B)(6)1933 and had three samples collected six hours apart. Sample 1 was collected at midnight on (B)(6) 2012. The initial result was 0.052 ng/ml and the repeat result was <0.010 ng/ml with a data flag. Sample 2 was collected at 6 am on (B)(6) 2012. The initial result was 0.053 ng/ml and the repeat result was <0.010 ng/ml with a data flag. Sample 3 was collected at noon on (B)(6) 2012. The initial result was 0.053 ng/ml and the repeat result was <0.010 ng/ml with a data flag. This patient had a cardiac catheterization procedure done, but the customer could not say whether or not it was performed solely based on the erroneous tnt results. The customer had no access to any further patient information. Patient 3 was a female patient born on (B)(6)1964. The initial result was 0.054 ng/ml and the repeat result was <0.010 ng/ml. This patient had a cardiac catheterization procedure done, but the customer could not say whether or not it was performed solely based on the erroneous tnt results. The customer had no access to any further patient information. The tnt reagent lot number was 16765901 with an expiration date of 04/30/2013. The field service representative determined the measuring cells were defective and replaced them. He verified the measuring cells functioned properly and ran performance testing which passed. The customer ran calibration and qc which all passed.